Event description:
According to the reporter, the device misfired. The post did not connect with top piece of stapler causing crooked connection, preventing from stapling bowel properly. We had to open a second one to stop bleeding. Extra bowel was needed to be removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device misfire, jaws were misaligned and the retaining pin misaligned. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: squeeze the handle to begin approximating the tissue. There is a tactile pre-clamp position built into the instrument where the handle can be released without returning to the original position to allow for final positioning of the tissue within the jaws. After the tissue is properly positioned, continue the handle stroke until the instrument is clamped. The handle will return to the original position. To fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. When fully fired, the handle will remain in the locked position until the black release button is pushed, and the instrument is open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.